Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that when the catheter was in the vein the generator gave an error message. No patient injury is reported. Evaluation summary: the sample was returned for review by the customer and evaluated. On the basis of the initial investigation, the catheter coil heating element was damaged. There was a deep cut on the fep penetrated the heating wires insulation. The catheter connector pins are in good condition. No bent pin was observed. The continuity / resistance and the rfg2 functional tests were performed, upon treatment temperature, the temperature rise up to 134c at 0.13 second of full treatment time (full time treatment is 20 second), and the power level was at 0.1w and the rfg2 display an advisory message "treatment halted: temperature high" and the yellow triangle came up and flashing the same time indicating the device failure. The device was tested again with saline, and if heating coil is immersed in saline beaker, power level maintains high and temperature rises uncontrollable. Test was aborted to prevent further damage to the catheter.